Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was stated that they were still awaiting delivery of the replacement ui assembly w/out nav-ring. They stated that once they received the repair part, it would be replaced. Multiple additional gfes were attempted to obtain confirmation of delivery completion, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dim. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) advised the customer that the liquid crystal display (lcd) needed to be replaced. The rse discussed different versions of the lcd with the customer and provided the part information for the gray v60 user interface (ui) assembly without navigation ring (nav-ring). This investigation is ongoing.